Event description:
It was reported that during a holap procedure the physician sustained a second degree burn as a result of a fiber break. It was further reported that no medical intervention was required and no permanent impairment is anticipated.

Manufacturer narrative:
Evaluation of the suspect device established the root cause to be excessive bending forces used to manipulate the device is contradiction to product labeling.